Event description:
As reported by the study approximately four months post procedure the pt died. The cause of death is currently unk. Pta was performed on a 90% lesion in the ostium of the left internal carotid (l6) of 18mm in length. The total stented segment was 30mm. The pt was asymptomatic. The eccentric lesion was characterized with severe qualitative calcification. The arch type was ii. Vessel tortuousity was not documented. The lesion was pre-dilated and an angioguard distal protection device (601814rmc, lot no. 70707510) was successfully deployed and retrieved without technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent (p09030rxc, lot no. 13233616) was deployed in the target lesion without any technical problems. The residual diameter stenosis was 20%. Pre and post-procedure medications included aspirin and clopidogrel. Bivalirudin was also administered during the procedure.

Manufacturer narrative:
Please not thate this device is not available for testing and evaluation. Additional info has been requested and will be submitted within 30 days upon receipt.